Event description:
It was reported that a cartridge alarm 30 occurred during pumping, which had been previously reported with this pump serial number. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer switched to manual daily injections (mdi) as a backup therapy, and tandem technical support arranged to replace the pump, providing instructions for returning the problematic pump and putting it in storage mode.